Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. 3068 v-sics since last session 12.1 hours ago. 36 non-sustained episodes with v-v intervals less than 220 milliseconds from 20 to (B)(6) 2016 four inappropriate shocks delivered from 20 to (B)(6) 2016 due to non-physiologic oversensing. Lead failure predictor triggered on (B)(6) 2016 for v-sics and non-sustained. Right ventricular pace impedance steady at approximately 412 ohms through (B)(6) 2016, spikes out of range on (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate shocks from right ventricular (rv) lead. The lead exhibited oversensing/noise and a sudden increase in impedance. All detections were turned ¿off¿ and the lead remains implanted. No further patient complications have been reported as a result of this event.